Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, the dhs/dcs wrench and dhs/dcs centering sleeve became stuck. The guide shaft was found to be worn down. The procedure was successfully completed using another kit. There was a surgical delay of five (5) minutes. The patient outcome is unknown. There is no further information available. This report is for one (1) dhs®/dcs® centering sleeve long. This is report 1 of 3 for (B)(4).